Manufacturer narrative:
Physio-control evaluated the device and verified that when the defibrillator charged, the device powered itself off. After further eval it was observed that one cell of the internal battery was charge depleted. The cell was re-charged, and then the device operated properly. The reported failure could not be replicated, and the root cause could not be determined. The customer received a replacement device.

Event description:
It was reported that the device failed the performance inspection procedure (pip) portion of the eval due to long defibrillation charge time. There were no reports of pt use associated with this event.